Manufacturer narrative:
(B)(6). Complaint sample was evaluated and the reported event was not confirmed. Engineer¿s evaluation relayed, "the product and all packaging were visually inspected and no signs of water damage were observed." DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that nurse refused to open the product packaging in sterile field as it looked as if it had had water damage to the sterile packaging. A different product was used to complete the procedure.